Manufacturer narrative:
(B)(4). Batch # p92x3a. Device analysis: the analysis results for the el5ml device found that it was returned with the shaft damaged and with the tissue stop out of position. In addition, the tyvek was returned along with the instrument. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble 1 clip was found inside clip track and the jaws were found bent damaged. Possible causes for the damage found may be inadvertent pressure placed on the device shaft and jaws through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft and jaws. The tissue stop is out of position due to the condition of the damaged shaft. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that it was impossible to close the device to apply clips. Use of another like device to complete the procedure. No patient consequences.